Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. The patient was not treated with antibiotics for the event. It was reported the patient was recovered from the peritonitis event. On an unknown date pd therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis therapy. No additional information is available.